Event description:
The event is reported as: the customer alleges that there was a terrible burning smell in the patient's room. The therapist disconnected the vent and humidifier set-up from the patient and removed the device from the patient's room. Per the customer, the smell followed the humidifier. No report of a patient injury or delay in treatment to a patient.

Manufacturer narrative:
The device sample was returned to the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record) review the product concha neptune, serial # (B)(4) was manufactured on 09/19/2011. The DHR investigation did not show issues related to complaint. A document assessement (fmea) was conducted and no changes were required.